Event description:
It was reported that a patient with stenosis underwent an anterior cervical discectomy and fusion (acdf) at levels c3-c7. It was reported that "while screwing an intermediate screw in, the plate's translational mechanism sheared". The plate was replaced with a new one and the procedure was completed successfully. No fragments were left in the patient and no patient complications were associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.